Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Revision to fields d2a: common device name, f10 and h6: device codes. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this right ventricular (rv) lead was fractured as the physician accidentally cut the lead with scissors during device replacement. This lead was surgically abandoned and a new rv lead with different model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead was fractured as the physician accidentally cut the lead with scissors during device replacement. This lead was surgically abandoned and a new rv lead with different model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Revision to fields d2a: common device name, f10 and h6: device codes. This supplemental report has been created to capture additional information and information correction. The lead was surgically abandoned; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that this right ventricular (rv) lead was fractured as the physician accidentally cut the lead with scissors during device replacement. This lead was surgically abandoned and a new rv lead with different model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead was fractured as the physician accidentally cut the lead with scissors during device replacement. This lead was surgically abandoned and a new rv lead with different model was implanted. No additional adverse patient effects were reported.